Event description:
The customer contact reported that the pump was returned to the biomed department with an unsigned note that stated, "distributing faster than programmed." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Upon receipt of the device, testing could not be performed for the reported event of "distributing faster than programmed." The device was in a constant alarm condition when powered on. Repairing the device would affect testing results.